Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause of a ?no disposable" alarm is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. A service history review identified this device has not been in for service previously.

Event description:
It was reported the device exhibited a "no disposable pump won't run" alarm. Settings reviewed, pump turned off and tubing clamped. Cassette removed and tubing massaged. Bubbles are present in the cassette tubing. Cassette tapped on hard surface and reattached. Pump alarm returned upon start up. Process repeated and alarm persists. Pump turned off. Rv: 11.7. Rate: 2, given: 80.20. No adverse patient effects were reported by the customer.